Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code a051104 captures the reportable event of basket failure to release stone.

Event description:
It was reported that a dakota retrieval basket was used during a benign prostatic hyperplasia (bph) procedure. During the procedure, the basket did not open. Additionally, there was a stone inside the basket when it failed to open and was removed using another basket. The procedure was completed with another of the same device with no patient complications.